Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The cuff was explanted and replaced with a bigger size for a better fit. There were no further patient complications.